Event description:
Customer tested 57 mg/dl, 59 mg/dl, and 67 mg/dl on aviva system 1, and result of 101 mg/dl on aviva system 2 within 10 minutes. No actions taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 2 (lot number 303448, expiration date 01/31/2013). Reference medwatch report with (B)(6) for the suspect device used in system 1.